Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues, including an insulin flow block alarm, low battery life, failed battery alerts, unresponsive buttons, insulin squirting out during priming, and a pump motor that was louder and operating more slowly than normal. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-1880, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-397a was requested and the customer response was that the device will be returned. Mmt-1880 was requested and the customer response was that the device will be returned. Mmt-332a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Investigation conclusions - 706/ p-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. No failed batt test alarms noted. All buttons were tested while navigating the menus, and all buttons responded properly. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The adapt tool recorded on (B)(6) 2025 16:08:00.000, (B)(6) 2025 11:19:22.000 and (B)(6) 2025 12:32:00.000 low battery alerts. No failed batt, no delivery or stuck key alarms were recorded. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No slow rewinds noted. However, minimum loud motor noted during testing. During download history review no relevant alarms confirm in download history files to confirm reason code. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly noted. However, during deconstructive analysis debris were noted on motor slide threads and on motor threads tip. Isolate to motor assembly. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube) and debris in motor slide threads. In conclusion, customer alleged of low battery alarm, failed batt, keypad anomaly, prime anomaly, insulin flow block were not confirmed based on battery duration failure analysis instruction and during testing. The customer did not experience an unexpected power loss of less than 7 days per the pump history records. Isolate to motor assembly due to minor noisy motor during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.